Event description:
It was reported that the right ventricular lead dislodged due to twiddler's syndrome. The patient had presented to the emergency room due to muscle stimulation; phrenic nerve stimulation was on the right side. No other adverse effects were noted. The physician explanted and replaced the lead. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.